Event description:
During a standard knee scope, the surgeon saw bubbles in the field, they realized that the first two bags of fluid-6000cc - was gone, they felt relatively quickly. They hung more fluid and proceeded with the case. At the end of the case, during undraping of the pt, they saw excess fluid in the pelvic and abdominal region. No alarms early on, pressure alert "trailer" on.